Event description:
Stem component was returned to co for history on 7/30/96. Lot number on component was illegible. Upon further review, user facility sent med watch report to co on 12/30/96. Componont was implanted on an unk date. Revision surgery was performed on 7/22/96, due to loosening.